Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to patient condition based upon the information available. Ventricular tachycardia is recognized as an underlying patient condition. The hospitalization or prolonged hospitalization, medication required and requirement for imaging was most likely due to the nature of the patient condition.

Event description:
It was reported that ventricular tachycardia occurred. On (B)(6) 2020, the patient presented with ccs class 1 stable angina. The 2.75 mm x 20 mm target lesion with 99% stenosis was located at the mid-left anterior descending artery (mid lad). The target lesion was predilated with 2.75 mm x 10 mm balloon subsequently causing a grade c dissection with no intervention needed. The target lesion was successfully treated with the agent dcb resulting in 25% residual stenosis and timi flow 3. On (B)(6) 2021, the patient presented with ventricular tachycardia and was hospitalized. Ultrasound and other diagnostic tests were performed, and the patient was treated with medication. The event was considered recovered/resolved and the patient was discharged on dual antiplatelet medication.

Event description:
It was reported that ventricular tachycardia occurred. In (B)(6) 2020, the patient presented with ccs class 1 stable angina. The 2.75 mm x 20 mm target lesion with 99% stenosis was located at the mid-left anterior descending artery (mid lad). The target lesion was predilated with 2.75 mm x 10 mm balloon subsequently causing a grade c dissection with no intervention needed. The target lesion was successfully treated with the agent dcb resulting in 25% residual stenosis and timi flow 3. In (B)(6) 2021, the patient presented with ventricular tachycardia and was hospitalized. Ultrasound and other diagnostic tests were performed, and the patient was treated with medication. The event was considered recovered/resolved and the patient was discharged on dual antiplatelet medication.